Event description:
The device was being used on a patient for cardiopulmonary resuscitation. After initially functioning normally, it was reported that the device would slow down and then speed up. Paramedics continued to use the device on the patient for CPR. The patient was not revived.

Manufacturer narrative:
This device has not been returned for evaluation. Follow up information will be sent when we are able to evaluate the unit.